Event description:
The user facility reports incident in which blood line pt connector broke during connection to pt's catheter. Part of the broken component was lodged in the catheter connector resulting in pt transfer to hosp for catheter port repair. Pt returned to outpatient dialysis treatments in 2004 with no further issue.